Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 10feb2016 in the report. No further follow up is planned. Evaluation summary a patient reported that their humapen ergo ii device was not accurate. The patient experienced hyperglycemia. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, which would ensure dose accuracy with high probability. There is no evidence of improper use.

Event description:
(B)(4) this solicited case, reported by a consumer via a patient support program (psp), with additional information from the initial reporter, concerned a (B)(6) chinese patient of unknown gender. Medical history and concomitant medications were not provided. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) (humalog 25) from a cartridge via an injection pen (humapen ergo ii), twice a day (20 morning, 8 at night, unspecified units) subcutaneously for the treatment of diabetes mellitus, beginning in (B)(6) 2015. On an unspecified date, the blood glucose was slightly higher after finished the second bottle of insulin for 15 days, the postprandial blood glucose was 14-15 (unspecified units). Patient suspected the eli-lilly injection pen had problem, which led to the inaccurate dose ((B)(4)/lot unknown). On (B)(6) 2015, the patient was hospitalized due to hyperglycemia. He did not have any change to his dosage regimen nor any event associated with hyperglycemia prior to the event. On (B)(6) 2015, the patient was discharged from the hospital. Currently, fasting blood-glucose was 7 and postprandial blood glucose was 12. He recovered from the hyperglycemia on an unspecified date. Information regarding corrective treatment and outcome for the rest of the events were not provided. Insulin lispro protamine suspension 75%/insulin lispro 25% therapy was continued. The operator of the injection pen (humapen ergo ii) and the training status were not provided. The general duration of use of the injection pen (humapen ergo ii) and the duration of use of the suspect injection pen (humapen ergo ii) were not provided but it was started in (B)(6) 2015. The device was not returned. The reporting consumer did not know if the events were related to insulin lispro protamine suspension 75%/insulin lispro 25% drug and suspected the humapen ergo ii pen had problem, which led to the inaccurate dose. Update 06-jan-2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 19-jan-2016: additional information received on 14-jan-2016 from the initial reporter in response to a follow-up questionnaire. Updated outcome of the serious event of hyperglycemia to recovered and narrative with information regarding dosage regimen changes and symptoms prior to hospitalization for hyperglycemia. Edit 19-jan-2016: upon internal communication product complaint information was received on (B)(6) 2016, and it was processed accordingly. Upon internal review of information reported on (B)(6) 2015, an additional dose tab was added in order to reflect the morning and night doses. Narrative was updated with new information. Update 10-feb-2016: additional information received on 09-feb-2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the device to a humapen ergo ii based on color; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) chinese patient of unknown gender. Medical history and concomitant medications were not provided. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) (humalog 25) from a cartridge via an injection pen (type was unknown), twice a day (20 morning, 8 at night, unspecified units) subcutaneously for the treatment of diabetes mellitus, beginning in (B)(6) 2015. On an unspecified date, the blood glucose was slightly higher after finished the second bottle of insulin for 15 days, the postprandial blood glucose was 14-15 (unspecified units). Patient suspected the eli-lilly injection pen had problem, which led to the inaccurate dose (product complaint pending/lot unknown). On (B)(6) 2015, the patient was hospitalized due to hyperglycemia. On (B)(6) 2015, the patient was discharged from the hospital. Currently, fasting blood-glucose was 7 and postprandial blood glucose was 12. Information regarding corrective treatment and outcome for all the events were not provided. Insulin lispro 75/25 therapy was continued. The operator of the injection pen (unknown device) and the training status were not provided. The general duration of use of the injection pen (unknown device) and the duration of use of the suspect injection pen (unknown device) were not provided but it was started in (B)(6) 2015. If device was returned, evaluation would be performed. The reporting consumer did not know if the events were related to insulin lispro 75/25. Patient suspected the eli-lilly injection pen had problem, which led to the inaccurate dose. Update 06jan2016: upon review, this case was opened to update the medwatch fields for regulatory reporting.